Event description:
In 2008, the pt reported that previous day, she received an e4 (occlusion) message on her primary insulin infusion device. She stated this has occurred on several occasions during bolus delivery and when her insulin cartridge has reached a volume of 40-50 units remaining. She stated she is using apidra insulin. The pt was unable to troubleshoot as she had switched to her backup infusion device and was calling from work. The pt was advised to remain on her backup device to determine if the same issue occurred. She said she would call back for troubleshooting on her primary device. At about 3 days later, the pt reported her backup device occluded with approx 120 units of insulin remaining in the cartridge. The pt was instructed to disconnect from her infusion headset and bolus through the tubing. She received an occlusion message at 3 units. The pt was instructed to detach the tubing and bolus through the adapter which went through without error. The pt attached a new tubing and successfully primed the infusion set. She stated she believes all the infusion sets were from the same box. Further attempts to follow up with the pt were unsuccessful. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.